Event description:
A customer reported she compared an adc blood glucose meter reading of 164 mg/dl obtained at 7:45 am to a reading of 600+ mg/dl obtained on a health care provider meter at 3:00 pm on the same day. The customer also reported she experienced symptoms of shortness of breath and abdominal pain. It was additionally reported the customer was diagnosed with severe hyperglycemia and treated with an insulin shot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.